Manufacturer narrative:
The freedom ac power supply was returned to syncardia for evaluation. Visual inspection of connector confirmed a pushed in pin. Despite the visual damage to the connector, the freedom ac power supply passed all electrical functional testing, which included the ability to provide power to a freedom driver. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The freedom ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer, a syncardia certified hospital, reported that the patient's freedom ac power supply had a connection issue due to a pushed in pin.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom ac power supply had a connection issue, it did not prevent the freedom driver from performing its life-sustaining functions. The freedom driver has a redundant power source of onboard batteries. The freedom ac power supply has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The freedom ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer, a syncardia certified hospital, reported that the patient's freedom ac power supply had a connection issue due to a pushed in pin.